Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had issued a code 1005, indicative of an open shock circuit, following appropriate delivery of tachy therapy to convert an episode of ventricular fibrillation (vf). Shock lead impedance was also noted to be high and out of range. A boston scientific technical services (ts) consultant recommended a lead revision and consideration of device replacement. Due to the patient's hospice status, tachy therapy was programmed off instead. No additional adverse patient effects were reported.